Manufacturer narrative:
The product did not return for analysis; the gfd remains implanted. The condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. The root cause cannot be determined. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).

Event description:
A surgeon reported that following a glaucoma filtration device (gfd) implant procedure, the intraocular pressure (iop) increased and a 3 mm hyphema occurred on the first postoperative day. The surgeon considered that these symptoms were probably unrelated to the product. The hyphema decreased to less than 1 mm by the third postoperative week. The outcome of the event was resolved and the gfd remains implanted. Additional info has been requested.